Event description:
The anatomage guide fit over the stone model and in the pt's mouth but the doctor reported that implants #9 and #10 were too buccal. For both sites, the doctor used the anatomage guide with the pilot drill and then freehanded the rest of the procedure. This resulted in the implants showing out of the bone on the facial side. The doctor removed the implants and bone grafted the area. Since the doctor did not check the trajectory of the pilot drill, it is unclear, if there was a problem with the use of the guide or if the problem occurred afterwards when the doctor was freehanding.

Manufacturer narrative:
The guide trajectory was reviewed in 3 steps: guide was seated on the stone model with anatomage inserts and gauge pins; the assembly was scanned and superimposed onto the doctor's treatment plan; a virtual implant was created based on the trajectory of the gauge pin and measured against the implant from the treatment plan.